Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. It was returned to cpi for routine analysis.